Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the por was requested. The patient responded that they just turned it on and the por had come up. They had to have a manufacturer representative start it. The patient's weight at the time of the reported por was (B)(6). No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they were trying to turn their ins on when they saw a power on reset (por) error code on their patient programmer. The steps to clear the por were reviewed with the patient. The por was successfully cleared. The patient was able to turn their therapy back on and it was adequate. No further complications were reported/are anticipated.